Event description:
It was reported that the patient had there device explanted in 1995, but when the device was explanted the leads were left in. It was later reported that the radiologist looked at the patients images and confirmed that the leads were explanted. It was then reported that the MRI guidelines were requested by the patient¿s neurologist and that the health care provider was aware that an MRI is not recommended if the leads are still in the body. It was noted that the patient had the remains of a spinal cord stimulation system. It was unclear what components remained in the patient¿s body or if the leads had actually been explanted. Please refer to manufactures report # 3007566237-2013-02217 for additional information on a related event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).